Event description:
On two seperate occasions the codman catheter stopped draining cerebral spinal fluid and would not "zero" out. Te catheter actually provided negative readings of -95 % -93. The device did not provide accurate intraparenchymal readings. The neurosurgeon exhausted all options in an effort to correct the problem. In each instance a new catheter had to be inserted. A codman neuro specialist also checked the units.